Event description:
A report was received from the field indicating the sterrad unit was smoking during a sterilization cycle. Smoke was coming from the front door and the printer area. There were no human reactions. The unit was placed out of service.

Event description:
This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
This is capital equipment and was evaluated at the customer's site. Per the asp field service engineer: the unit was producing oil mist. Found loose bolts on clamp that secures oil filter housing to manifold. Tightened bolts and reinstalled housing. Serviced with oil and installed teflon ring to filler plug. Unit meets MFR specifications. Completed successful empty chamber test cycle.